Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2018-00530. It was reported the patient complained she was not getting any pain relief from the scs system. X-ray taken confirmed both of the patient's leads migrated. Subsequently, surgical intervention was taken and the physician repositioned the leads up to t7. Effective stimulation therapy was reportedly restored postoperatively.